Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported their implantable neurostimulator (ins) only lasted for 2.5 years and they were told it would last for 5 years. No patient symptoms were reported.